Manufacturer narrative:
This report is submitted on march 29, 2018, (B)(4).

Event description:
Per the audiologist, the patient had reportedly undergone revision (date not reported) due to an unknown reason in order to convert the patient a subcutaneous baha implant system. Additional information has been requested but has not been made available as of the date of this report.